Event description:
Literature: allert n, kirsch h, weirich w, karbe h. Stability of symptom control after replacement of impulse generators for deep brain stimulation. J neursurg. 2009; 110(6): 1274-1277. Summary: this article presented a retrospective review of 56 implantable neurostimulator replacements performed in 42 pts between 2004 and 2008. The study evaluated the stability of symptom control after stimulator replacement in pts receiving dbs for various movement disorders including parkinson's disease, essential tremor, dystonia, multiple sclerosis, and cerebellar tremor. Reportable event: two ins replacements followed the sudden recurrence of symptoms due to a "power on reset". This issue was noted to have been described in ins from a certain production series with hardware problems. Reference MFR report# 2182207200906173.

Manufacturer narrative:
It is unk which recall this implantable neurostimulator is a part of.